Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they found air bubble in the reservoir near the o-ring. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The customer was able to do the entire high blood glucose troubleshooting with high pressure test. The insulin pump will not be returned for analysis.